Manufacturer narrative:
The system will continue to be monitored via routine follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high pacing impedance measurements, including out of range pacing impedance measurements. No adverse patient effects were reported.